Manufacturer narrative:
A ge service rep performed an onsite investigation. The pcbs and connectors were reseated, and the nodes were reloaded. The calibration files were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had a black image during a procedure, causing the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.